Event description:
It was reported this balloon was used as a fogarty type device to remove clot at the arterial anastomosis of an arteriovenous hemodialysis fistula graft. Followup indicated significant force was utilized during declotting of the anastomosis. Following continual pulling of the catheter, the catheter shaft subsequently broke and detached in the pt. Retrieval of the detached segment, utilizing a snare, was uneventful. The procedure was successfully completed with this balloon catheter. The pt's condition is good. The device was received, evaluated and retained by this MFR. The engineering evaluation indicated the device was returned in two pieces. The shaft was broken 6.2cm from the distal tip. The break point was elongated and rough. It was indicated this balloon catheter was used as a fogarty type device to remove clot in a dialysis graft which is not an indicated use of this device. It was also indicated significant force was utilized during the procedure. The break point on this device was elongated and rough which is indicative of exertion against resistance. Co believes these factors contributed to this event. However, co is unable to determine the exact cause for this event. Co's directions for use state: "marshall balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. Any user for procedures other than those indicated in these instructions is not recommended. If resistance is encountered due to balloon rupture or for any other reason when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove them as a complete unit to prevent damage to the guidewire, catheter, introducer sheath, or vessel."